Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the act buttons on the insulin pump was not responding. Customer stated he cannot rewind the device; he was stuck on reservoir setup. Customer tries to push the act button and the device does not respond. Customer's blood glucose was 66 mg/dl. Customer reported he puts his device in his pocket or underwear possibly body moisture or sweat, as a significant event that may have caused the keypad issue. Customer reported the drive support cap was flush. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind and basic occlusion test. The drive support disk was inspected and no anomaly was noted. All of the buttons functioned properly and no moisture damage was noted on the keypad traces. The keypad connector was properly locked and no cosmetic damage was noted.